Event description:
One pt with discrepant phosphorous results. Initial result was reported, pt not adversely affected. Initial result 10.0 mg/dl, repeat 3.9 mg/dl. Field service rep determined root cause to be poor alignment of r2 probe, which was re-aligned. Performance tests were performed and were within specs.